Manufacturer narrative:
Device history records were reviewed, and no anomalies were detected. Retain strips of specified lot were tested with reference meter and passed testing with no failures detected. Actual product was not returned. If either meter or strips is returned, arkray will evaluate the product and file a follow-up report.

Event description:
Caller has two prime meters. (B)(4) which is six months old, and (B)(4), which was purchased on (B)(6) 2019 and 25 CT. Strip lot 012119a with expiration 2020-08-15. Customer first tested on (B)(6) 2019 and was receiving low readings (54 and 40). Customer normally tests between 130-160. New meter (B)(4) was purchased on (B)(6) 2019 and caller was receiving low readings with this meter as well (52 and 57). Customer stated she was eating food and drinks that she normally wouldn't eat or drink to get sugar up. Customer started feeling tired and went to ER on (B)(6) 2019 at about 3 am. She completed a blood test with her new prime meter while there and received 58. ER did a reading with their meter and received 168. Blood work showed a reading of 199 for glucose. No medications given. Customer now will have an ER bill. Replaced meters, strips and sent rl.